Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 and 1/2 week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain") and hot flush ("hot flashes"). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the medical device removal and hot flush outcome was unknown and the back pain had not resolved. The reporter considered back pain, hot flush and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: medical device removal, back pain, hot flush. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/5 and 1/2 week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), toothache ("teeth hurt"), gingival recession ("receding gums") and teeth brittle ("tooth break easily"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the back pain had not resolved and the hot flush, toothache, gingival recession and teeth brittle outcome was unknown. The reporter considered back pain, gingival recession, hot flush, teeth brittle and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: back pain, hot flush, toothache, teeth brittle and gingival recession". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Events¿ toothache, teeth brittle and gingival recession". Were added. Previously reported unspecified event "medical device removal" was updated to "back pain". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 and 1/2 week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain") and hot flush ("hot flashes"). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the medical device removal and hot flush outcome was unknown and the back pain had not resolved. The reporter considered back pain, hot flush and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: medical device removal, back pain, hot flush. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.